Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during a lobectomy procedure, the device was being applied to tissue of the bronchus. The stapler closed on the tissue but stopped half way through. The handle made a cracking noise and the knife blade stopped advancing. The instrument locked on patient tissue but was removed when the surgeon pulled the black return knobs forcefully. The staple line was formed incompletely. The surgeon used another reload but the same issue occurred. To correct the incomplete staple line, another type of reload and a new handle was used and the firing was completed successfully. Three handles and three reloads were used during the procedure. Two of the handles did not work; one was used successfully. No patient injury or extension in surgical time. Patient status is alive, no injury.